Event description:
The patient reported he has been without stimulation 3-4 weeks. The patient stated he attempted to recharge his ipg and to use his magnet to turn on stimulation, but to no avail. It was also reported the patient was unable to establish communication between his ipg and external devices. The patient's programmer reflected a communication error. The patient stated he charged once a month, but did not check the ipg charge level. The patient is to consult with the sjm representative as the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.